Manufacturer narrative:
Concomitant products continued: product ID: etlw1616c156e stent graft, implanted: (B)(6) 2016. Product ID: esbf3214c103e stent graft, implanted: (B)(6) 2016. Product ID: etlw1616c93e stent graft, implanted: (B)(6) 2016. Product ID: etlw1616c124e stent graft, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission noted that the atrial lead had some undersensed p waves on the current and stored electrograms. The atrial lead remains in use. No patient complications have been reported as a result of this event.